Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced a low blood glucose level of 46 mg/dl. The customer states the insulin pump was in auto mode did not alarm or shut down when he was going low. The customer was informed the auto mode will not stop insulin delivery, but will only decrease his basal. In order for the insulin pump to delivery the suspend before low have to be turned on. Trobelshooting for the low blood glucose was not performed. The device will not be rerturned for analysis.